Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/ +1.0/085 (sphere/cylinder/axis), into the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.0/091 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020, due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).